Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged the device is smoking. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 07/30/2025 and section h11 should be reported as: the manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is smoking. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, pil observed a dust-like contaminant was observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, blower box cap, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, pca, blower box cap, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. Hair-like particles were observed on the water tank, blower, and bottom enclosure. The ui display bezel and ui ribbon cable were observed to have what appeared to be burn marks on them, likely due to pca thermal damage. The q3 component on the pca was observed to have thermal damage, and the pca was observed to have areas of corrosion on it, both likely due to liquid ingress. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. The brass nut on the blower was observed to have corrosion on it, likely due to liquid ingress to the blower. Pil was able to confirm the device likely smoked during the thermal event on the pca and heated the device enclosure. Pil cannot address any symptoms specified in the complaint. There was a total of 32 errors logged.